Event description:
Reporter alleged that the aviva meter's screen was melted. Reporter did state that an alcohol swab had been left in the case with the device as well. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.